Manufacturer narrative:
G4: 30jun2020. B4: 30jun2020. The manufacturer's field service engineer (fse) confirmed the reported issue. The customer was advised to replace the battery because it is old. A quote has been provided to the customer, and service is pending quote acceptance. The customer has not provided feedback regarding the quote at this time and no repairs have been made to the unit. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31mar2020.

Event description:
The customer reported the unit shut down. There was no patient involvement.